Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.93 volts on (B)(6) 2008 (twenty-four months following implant). On (B)(6) 2008, twenty-seven months following implant the monitoring voltage was 2.83 volts. Following this visit the patient was scheduled for a six month follow up. At the most recent follow up on (B)(6) 2009 the monitoring voltage was 2.59 volts (thirty-three months following implant). Device parameters and measurements are as follows; charge time from cap reform on (B)(6) 2009 is 8.4 seconds. Thresholds are good at 2.0volts at.40 ms in the atrium, and 2.4volts at.40 ms in the ventricle. Device lifetime pacing is 3% in the atrium, and 0.36% in the ventricle. The atrial impedance is 454 ohms, and 608 ohms in the ventricle. Patient has had one shock delivered which was 14joules at implant. Two episodes have occurred, one induced and one non-sustained. This ICD was implanted on (B)(6) 2006. There is an associated allegation of premature battery depletion. Currently, this ICD remains implanted and in service. The patient will be re-assessed in the upcoming months. No adverse patient effects reported.

Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
This device has been returned to boston scientific. Once analysis is complete, this event will be updated.

Manufacturer narrative:
Should additional information become available this event will be updated. Subsequently, this ICD was replaced with a competitor device. This ICD is intended to be returned to boston scientific for laboratory analysis. No adverse patient effects reported.